Manufacturer narrative:
(B)(4).

Event description:
It was reported "bleeding was found from the insertion site during placement of the catheter. The user removed the tape to change the bandage and found that the catheter was cut. Therefore, it was removed and replaced with a new one. No harm to the patient occurred. According to the user, when checking the cut part, it looked like a cut made by scissors but could not be confirmed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen PICC for analysis. Signs of use were observed. Visual analysis revealed that the catheter body was severed between 3 and 4 cm from the juncture hub. Microscopic examination confirmed the damage and revealed that the point of separation was smooth and uniform with no evidence of stretching observed. The appearance of the damage is consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc.). This is consistent with the user report that "it looked like a cut made by scissors". No damage or anomalies were observed with either of the extension lines. The point of separation measured 1 1/2" from the juncture hub. The catheter body total length measured 1 1/2" and 10 1/4", totaling 21 3/4", which is within the specification limits of 21 1/2 - 22" per the catheter product drawing. The catheter outer diameter measured 0.0710", which is within the specification limits of 0.0705 - 0.0715" per the catheter extrusion product drawing. The returned catheter extension lines were tested per bs en iso 10555-1 section 4.7.1 (amrq-000078) which states that there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c. The catheter was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A manual tug test on all sections of the catheter body did not reveal any brittleness in the extrusion. Likewise, the catheter body was secure to the juncture hub and tip extrusion. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. Multiple potential findings were identified. A non-conformance was initiated for material mc-35552-200a with lot 13c22e1155 in regards to tolerance failure between the extrusion and the tooling. The IFU provided with the kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU additionally instructs the user to trim the catheter when and where necessary, stating to "cut catheter straight across (90 to catheter cross-section) using trimming device (where provided) to maintain a blunt tip." The report of a cut catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was severed. The catheter is intended and designed to be trimmed if necessary. The appearance of the point of separation appears consistent with damage due to contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional and functional requirements. No damage or anomalies were observed on either extension line and the undamaged portions of the catheter passed leak testing performed per iso 10555-1. Based on the customer report and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "bleeding was found from the insertion site during placement of the catheter. The user removed the tape to change the bandage and found that the catheter was cut. Therefore, it was removed and replaced with a new one. No harm to the patient occurred. According to the user, when checking the cut part, it looked like a cut made by scissors, but could not be confirmed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".